Event description:
It was reported that during the use of the product, the customer noticed medical fluid would not pass through the product. No patient injury.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Pictures attached: three pictures were attached and reviewed. Result: picture one shows a gripper product. Pictures two and three show a mark in gripper tube. Sample received: one sample was received. Sample consist in gripper product in used conditions, decontaminated, without its original packaging and inside in a plastic bag. Visual inspection results: a mark was detected in the sample received. Functional test: sample was connected to a syringe and pass water trough fluid pathway to detect any malfunction. Results: water passed through fluid pathway without problems and no occlusions detected. Complaint is not confirmed by occlusion. No actions were taken due complaint was not confirmed. However, to reinforce the mark tube inspection condition detected a personnel notification was performed. The cause of the reported problem could not be determined. No lot number was provided; therefore, DHR (device history review) could not be performed.